Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to damage during handling, shipping or transport. However, we will continue to monitor this failure mode in the future. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a tka surgery, the box has a rattle that was not normal. It sounded like the sc hm st 3-4 10mm ltla rtmd was broken. It is unknown how the procedure was finished; however, no delay was reported. Patient was not injured as consequence of this problem.